Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pads were fractured from the pca. The monitor enclosure showed signs of physical abuse. The root cause for damaged c19 capacitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor (B)(4) for an unrelated issue a reportable problem was observed. The monitor failed a functional pulse test and displayed service code 102 (charging profile fault).